Manufacturer narrative:
Other applicable components are: product ID: 3057, serial# unknown, product type: screening device, product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, product ID: 3057, serial/lot#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient was feeling stimulation in their right buttock, while the left lead was active. The believed their leads might have moved or disconnected. They were advised to speak with their sales representative. Contributing factors, actions/interventions and resolution to the reported event were unknown. Additional information was received. The patient reported their stimulation was painful. They were assisted in turning it down and the patient reported it was comfortable. The patient also reported when they turned the stimulation up, they felt pressure at the incision site. Contributing factors were unknown. It was reported that the issue was unresolved at the time of the report. Additional information was received. The patient reported that they thought their lead wire may have moved. They were feeling stimulation at the incision site only at the time of the report. Contributing factors were unknown. The patient was advised to contact their clinician. It was reported the issue was unresolved at the time of the report. No further complications were reported or anticipated.